Event description:
The account alleged the calf support broke off while the pt was in delivery.

Manufacturer narrative:
The hill-rom field investigation indicated the calf support shell (former) broke away from the calf support arm mount. The account stated there was no incident report written and could not remember if the calf supports were in use at the time the shell fell from the calf support arm. The calf support has been returned to hill-rom. Analysis is pending.